Event description:
Ra unipolar lead impedance measurement of 190 ohms with associated impedance of 209 ohms on the impedance trend. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).